Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices and the starclose se device are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 20f and the tavr procedure was completed. The preplaced suture of one proglide device was successfully tightened. Reportedly, during tightening of the second preplaced proglide suture, the suture pulled out of the patient. Another proglide device was used and during suture deployment it felt like it caught on something. The suture was deployed and tightened, but hemostasis was not achieved. An additional proglide device was used and the knot was tightened, but hemostasis was not achieved. The patient was sent to surgery. Surgery revealed that the starclose clip was torn from the artery and there was damage to the artery due to the friability of the artery and the use of the proglide devices. A vascular patch was used to repair the artery. A blood transfusion was given. There was a clinically significant delay in the procedure due to the surgical repair of the artery. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported suture pulled out of the patient appears to be related to the friable artery and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The starclose clip that was torn from the artery had been placed in a previous procedure.